Event description:
The patient received a hit and fractured the jaw and the implant, hence the dr. Had to remove implant at tooth site #21 due to a fracture. Patient experienced pain and edema. Dr. Reports the patient had to return on another date to the clinic to remove the remainder of the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) oss311, (osseotite® implant 3.75 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. The implant was damaged and trephined. The implant was fractured at the platform. No screw fragments were seen inside the implant. DHR review was completed for the subject lot number 730782. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 730782 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant and dental : medical : bone fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.